Event description:
Healthcare professional reported via nbir left side exchange due to "device migration/implant malposition, suspected/actual rupture, correction of asymmetry, change shape/size/style, ptosis." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.